Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator exhibited myopotential inhibition. Upon reviewing the electrograms, low level, high frequency noise was found inhibiting pacing. During clinical followup, myopotential oversensing was reproduced with deep breathing. The patient was pacemaker dependent. The device was reprogrammed on (B)(6) 2019. No patient symptoms were reported.